Event description:
Patient receiving 5-fluorouracil infusion 4000 mg elastomeric pump over 46 hours. Pump did not infuse medication. Discovered when patient returned after 46 hours. Pump is avanos homepump c-series lot 30198625 100 ml size, set to run at 2 ml/hr. No kinks in tubing, no bubbles, no obvious reason for infusion issues.